Manufacturer narrative:
B3: date of event: used first date of the month since exact event/procedure date was not provided.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a severely tortuous and severely calcified coronary artery. A 3.50 x 24mm synergy megatron drug-eluting stent was advanced for treatment. However, the balloon of the stent broke. The procedure was completed via alternative method. There were no patient complications. Patient fully recovered.